Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient was in for an ablation procedure for atrial fibrillation (af) and upon interrogation the pacemaker showed three months remaining battery longevity. The pacemaker had been implanted less than seven months earlier. Review of the device memory by a boston scientific engineer indicated that the power consumption had started to increase over four months earlier and remained at an abnormally high level. The engineer noted that the programmed outputs were not increased and lead impedances appeared stable over this time period. Engineering recommended that the pacemaker be explanted as the significant increase in power consumption could no be explained. Approximately two weeks later this device was explanted for premature battery depletion and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. The battery voltage at explant was 2.875 volts; the device reached elective replacement indication (eri) battery status at explant due to the abnormally high power consumption. Based on the battery voltage measurement, engineers determined that there was a significant reserve capacity remaining and the device was capable of delivering therapy. Detailed analysis of the battery depletion data confirmed a higher than normal current drain. Electrical testing isolated the high current condition to low voltage capacitors that support an internal power supply. Malfunction of these capacitors in this device resulted in a high current drain, which was depleting this device¿s battery much faster than normal.